Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). DHR review ¿ part number: 04.037.052s. Synthes lot number: 9826579. Review location: (B)(4). Manufacture dates: 6/11/2015. Part expiration date: 05/31/2025. The review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. Review of the scn (sterile control number) records of the reported lot/part number confirmed that it is conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision of femur was performed due to loss of reduction, which required hardware removal of a long trochanteric fixation nail advance (tfna) nail and had to be replaced with 95 degree blade plate. Revision surgery was completed successfully without any surgical delay and without any medical intervention required. Patient status/outcome reported as fine. This is report 1 of 3 for (B)(4).